Event description:
Intuitive surgical, inc. (Isi) received medwatch report# mw5158270 stating: the 8mm mega suturecut needle driver instrument's cable broke. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred during general surgery and there were no issues related to opening/closing of the grips. There were 2 cables visibly protruding from the distal end of the instrument: one that controls opening/closing of the jaws and one that controls up/down motion of the wrist. No fragment fell inside of the patient¿s anatomy and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The procedure was completed robotically.

Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.